Manufacturer narrative:
The date of this submission is 10-nov-2016. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 19-sep-2016, from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using listerine healthy white mint floss, dentally for general oral hygiene (lot number 1175d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that, while pulling the floss out it got stuck and when the consumer pulled hard, the spool of the device came out. The consumer mentioned when they opened the lid the metal cutter was intact, and while pulling the floss out and dispensing the metal cutter came off completely. The consumer mentioned the plastic insert popped out and when the plastic insert was put back in the container, the consumer was able to dispense the floss properly. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america. Additional information received on 28-oct-2016. A review of complaint data revealed no unfavorable trends for the reported lot number. Device history records were reviewed and no deviations or non conformances were noted. Visual inspection was performed on the retain samples and all results met specification. Product met specification as documented in the records and retained sample reviewed. The analysis for this product and complaint category will be managed through monthly trending process. Based on the information available, the device was used for intended treatment. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains no adverse event. This report remains as reportable malfunction case in the united states of america.

Manufacturer narrative:
The date of this submission is (B)(6) 2016. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2016, from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date, the consumer started using listerine healthy white mint floss, dentally for general oral hygiene (lot number 1175d, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that, while pulling the floss out it got stuck and when the consumer pulled hard, the spool of the device came out. The consumer mentioned when they opened the lid the metal cutter was intact, and while pulling the floss out and dispensing the metal cutter came off completely. The consumer mentioned the plastic insert popped out and when the plastic insert was put back in the container, the consumer was able to dispense the floss properly. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america.